Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Patient presented in clinic for normal follow up. Externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The lead will be monitored.

Event description:
New information received notes that the lead was explanted and replaced.